Event description:
It was reported that the customer had two leaking reservoirs. The customer stated that he was unable to prime through his infusion set and that he had a hard time filling two reservoirs. The customer also stated that he had leaking at the connection of the p-cap and the reservoirs. The customer further stated that while the quick release and tubing did not look damaged, he had leakage occurring in both areas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.